Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 86307un20. Return testing was not completed as returns were not available. Review of tracking and trending reports did not identify any related trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the lot and the complaint issue. Labeling was reviewed and found to adequately address the falsely elevated patient results. The historical performance of reagent lot 86307un20 was evaluated using worldwide field data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 86307un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 86307un20. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot number 86307un20 was identified.

Manufacturer narrative:
Patient identifier = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat troponin-I result on one patient. The results provided were: sid (B)(6), tested (B)(6) 2020: initial result at 9:55am = 0.036 ng/ml, repeated at 10:10am = 0.008 ng/ml, repeated at 10:32am = 0.013 ng/ml (reported value); customer normal range: < or = to 0.028 ng/ml. No impact to patient management was reported.